Manufacturer narrative:
Report inconclusive. No evaluation was performed, as the device was not returned. If the device is returned in the future, product analysis may be performed. The device user manual warnings section includes instructions to check the device for damage before use. If damage is found, the device should not be used. We will continue to track and trend this complaint type. Phone number (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during surgery, the clutch on the pneumatic motor did not release the spinning blade on the non-mdt perforator resulting in a plunge. No details were provided regarding the pneumatic motor serial number and reported that device would not be returning at this time for evaluation. The patient's condition was unknown at the time of the initial report. On follow up, it was confirmed that the perforator plunged into the brain and patient is continuing follow up post-surgery with surgeon. It was also confirmed on follow-up that the case was completed with no other non-routine activities.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was provided by the company representative that the patient current status was stable and is being verified with the hospital.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Upon follow up, it was reported that the patient suffered a trauma to the brain tissue. It was also noted that there was bleeding but it was controlled and the physician continued with the procedure without any delay. Additional information about the patient's current status is being followed up.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating that the facility can no longer provide further information regarding patient impact or patient's current status.